Event description:
Per the surgeon, the patient experienced the abutment was electively removed under a general anaesthetic on (B)(6) 2023 as the patient was a non-user. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on july 6, 2023.

Manufacturer narrative:
The date of awareness is april 6, 2023. This report is submitted on august 3, 2023.